Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a lot of pain and tenderness around the incision area. Patient said it hurts down the middle of their glute way down the cheek of their butt. Patient also mentioned they were with arthritis and they accidentally leaned against the wall and the pain pinged the top of their head because they accidentally hit the device. Patient stated they don't know if it's just because it's so close to the surface of the skin. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient will see their hcp on (B)(6) 2025 additional information was received from the patient. The reason for call was patient reported they were still having adjustment problems with it, they accidentally bumped it and it hurts "like shooting pain through the top of their head" later patient said, they were not getting shooting pain, they banged into the device with their body because were a fall hazard, they bumped it and the storm door hit it and it set shooting pains like ouch, it was tender back there, they cannot lay or sit, can never get comfortable, they were sleep deprived. Patient said they almost regret getting it because it was not improving their symptoms, they were up every 2 hours all night and during the day too. Reviewed therapy optimization information, control equipment general use and function and during the call patient chose to and was successful to sync with their ins and increase stim confirming comfortable sensation. Redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms.